Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements and associated sensing limitations. A lead safety switch (lss) was triggered which resulted in the pacemaker device automatically switching the ra lead from the bipolar to the unipolar pacing and sensing configuration. The threshold in the unipolar configuration was noted to be good. Based on an office interrogation and in-operative testing, it was decided to surgically abandon and replace the lead. There were no additional adverse patient effects.